Manufacturer narrative:
Other # field is populated with the di number.

Event description:
A report was received that the patient was experiencing pain at the pocket site. It was noted that the pocket site had been very tender. It was also reported that the patient was frequently charging the ipg. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the revision procedure has not been scheduled yet. No further course of action done at this time.

Event description:
A report was received that the patient was experiencing pain at the pocket site. It was noted that the pocket site had been very tender. It was also reported that the patient was frequently charging the ipg. The patient will undergo a revision procedure.